Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: failure mode description: state of failure: ventilation affected component: blower module failure effect: device alarms with high priority technical event: 231009 (alarm blower speed low). => ventilation continues. Root cause: defective blower the blower speed is lower than the target speed-5% for more than 5s. Correction: -replacement of the blower module.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: tf 231009 - blower failure error tf 431002 - main board/ blower failure error blower timer reached 100% and blower service required indication occurred tf 231001 - tightness test fails. Summary: technical event:231009 due to defective blower.